Event description:
Information was received from a consumer via a manufacturer's representative (rep) regarding a patient who was receiving an unknown drug at an unknown concentration and dosage via an implantable pump for an unknown indication of use. On (B)(6) 2017, it was reported that the patient's pump reservoir was empty. The patient reportedly observed an error code on their personal therapy manager (ptm) of 8286, indicative of an empty reservoir. The patient had missed their original refill. The patient was reportedly rescheduled for a refill on (B)(6) 2017 . It was confirmed that the patient had an unknown medication in their pump. No symptoms were reported. No further complications were reported.